Event description:
The account alleged that the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician cleaned and lubricated the side rail latch mechanism to resolve the issue.